Event description:
It was reported that a spectrum pump had an issue of constant downstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information:d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, constant downstream occlusion was reproduced. The device was tested for downstream occlusion detection and it failed. The device went into downstream occlusion when connected to the gauge at low pressure. The device was tested for downstream occlusion detection and it failed. A review of the history log revealed multiple occurrences of "downstream occlusion!" Alarms were recorded, however, downstream occlusion detection testing failures cannot be determined through the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be force sensor out of specifications. The force sensor requires recalibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.